Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was problems with the rotor and a broken upper bearing. The sag head assembly, rotor, and bearings were each replaced along with other components. Service repaired and returned the device to the customer.

Event description:
It was reported that the handpiece began overheating during a podiatry case. The procedure was successfully completed with the same device. There was no patient or user injury reported, and there were no adverse consequences reported as a result of this event.